Event description:
The device was originally implanted on 7/17/96. "One week out from implant, pt had a revision for hematoma. No parts were changed, only moved pump to new location and evacuated the hematoma". (No specific date of this event was provided). Additionally, on 8/20/96 the entire device was/removed due to "suspected infection, edema, drainage and fever".